Event description:
A hospital in (B)(6) reported that an rt105 adult breathing circuit caused the mr850 respiratory humidifier to alarm after 2 hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) number for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The returned complaint breathing circuit was visually inspected and a heater wire resistance test was carried out using a multimeter. Results: no visible damage was observed on the returned complaint breathing circuit. The inspiratory heater wire was open circuit, confirming the reported fault. A wire break was located between the heater wire and heater wire pin. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).